Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17253. It was reported that when the patient presented in clinic for a follow up, noise oversensing was observed on the right ventricular (rv) and right atrial (ra) leads. Low pacing lead impedance was also noted in the last 12 months. The patient is not dependent. No programming change was made. The patient was asymptomatic.